Event description:
It was reported to bsc/target that during the procedure the distal tip marker of the fastracker-325 infusion catheter came off. The physician was not able to retrieve it. The condition of the patient was not affected by this event.